Manufacturer narrative:
Device passed displacement test. However unit alarmed motor error during basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion test, prime test, excessive no delivery test. The motor was tested outside the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had compromised force sensor system alarm. The customer blood glucose level was unknown. Customer stated that the drive support cap was normal. Customer stated that insulin pump was not dropped nor bumped prior to the alarm occurring. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.